Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was whole tube push off non-patient end of needle and tubes had molding defects. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: "the tubes are pushing off and the draw volume varying among tubes. There may be molding defects on both tube and cap, leading to improper connectivity to holder, resulting in tube's push off."

Manufacturer narrative:
Investigation summary: bd japan received 7 actual samples and 9 photos for investigation. The photos were reviewed and the indicated failure mode for underfill, push off with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and no issues were observed relating to underfill and tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill, tube push off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® edta 2k there was whole tube push off non-patient end of needle and tubes had molding defects. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: "the tubes are pushing off and the draw volume varying among tubes. There may be molding defects on both tube and cap, leading to improper connectivity to holder, resulting in tube's push off."